Manufacturer narrative:
As per follow up, when medical team connected and operated the erc tubing clamp, the ¿arterial clamp is closed and cannot be operated¿ and ¿clamp is defective¿ alarm were displayed and the clamp could not be opened or closed. Liquid (fluids used during surgery and blood) may have entered and caused a malfunction. Complained clamp was sent to manufacturer for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Event description:
See initial report.

Manufacturer narrative:
H11. Through follow-up communication, it was confirmed that the customer has decided to scrap the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) gave an error message and according to the customer there was a possibility that blood or liquid medicine may have been mixed in. The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
H11 product investigation has been performed by the manufacturer confirming the issue. The problem was traced back to a stuck stator inside the clamp head. Additionally, damage to the internal boards cannot be excluded. No adverse trends related to the mentioned type of issue have been detected. Based on the collected information, the root cause has been attributed to a failure of the stator, likely due to wear and tear of the device. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.